Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited inadequate thresholds. The device was attempted to be repositioned when the patient became unresponsive and required airway management, defibrillation, and cardiopulmonary resuscitation. The physician suspected perforation and subsequent tamponade. The device and delivery system were removed. The patient was deceased.